Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having problems with the system and it was "overcharging out of the blue". The hcp said that the patient's mother reported that the issue had occurred twice over the past three weeks. One occurrence happened when the patient was in the kitchen and suddenly made an "ow" sound and looked at their device and said it was at "5". Another occurrence was when patient was in the bathroom and yelled like something was hurting them and they asked for their charger and apparently it had gone up too high again. The patient did not have a managing healthcare professional so physician listings were sent. No further complications were reported/anticipated.